Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After a guide wire crossed the lesion, an opticross hd device was advanced, but it appeared that the transducer was crushed during delivery into the severely calcified (stone) lesion, and the image did not appear. A 2.75 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. During the procedure, resistance was encountered while advancing the devices across the transcatheter aortic valve. Upon initial inflation before reaching 10 atmospheres for a few seconds, the balloon ruptured. The device was removed, another 2.50mm x 20mm emerge balloon was advanced; however, during the initial inflation before reaching 10 atmospheres for several seconds, the balloon also ruptured. The device was removed without any problem, and a non-boston scientific device was used, and inflation was managed to be performed. Another opticross hd was delivered but was crushed into the severely calcified (stone) lesion, and the image also did not appear. There were no patient complications nor injuries were reported, and the patient condition was good post procedure.